Event description:
It was reported that the patient experienced infusion set leakage issue event. Due to the event, patient experienced thick, hard lump and several large bruises on arms and abdomen.

Manufacturer narrative:
Name: abbvie inc address: 1 north waukegan road city: north chicago state: illinois zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.